Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from bifuse cap on white lumen while connected to a patient. The bifuse was changed after the second episode of leaking. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref: 306547, lot number: 7297648, exp: 2020-10-31 and a 20ml bd syringe .

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.